Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smart touch bidirectional catheter and suffered a pseudoaneurysm requiring thrombin injection. Post-procedure, the patient developed a pseudoaneurysm. Thrombin injection was administered. Issue resolved without sequelae. Patient required extended hospitalization as a result of the adverse event. Principal investigator assessed this event as serious, severe, not device-related, and definitely index procedure-related.

Manufacturer narrative:
On 3/11/2019, additional information about the event was received clarifying that the patient did not require in-patient hospitalization but did require prolonged existing hospitalization as a result of the adverse event. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 05/09/2018, additional information about the event was received clarifying that the patient did require in-patient hospitalization but did not require extended hospitalization as a result of the adverse event. The event did not lead to death, did not lead to a serious deterioration in health status or permanent impairment of a body structure or function and it did not require of prolongation of existing hospitalization. Manufacturer¿s ref # (B)(4).